Event description:
Customer reported that the alarm has power but does not sound when the batteries are placed in the alarm. Batteries have been replaced with a new supply. Customer also reported that one of the batteries springs is slightly crooked. No visible damage to the outside of the alarm. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. Posey instructions for use state that the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).